Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they had pain and discomfort since they fell "4 weeks" after their implant date. Pt spoke to their mdt rep.via phone "4 weeks" after their implant date via phone and notified them about their issue. Pt noted their ins was inspected and "everything looked good" and they didn't see anything "crazy." Their rep. Reprogrammed their ins, but they were still in discomfort. Pt noted "3 weeks ago" they fell a second time on the side where their ins was located and their pain was "bad." Pt spoke to their mdt rep. Via phone about the second fall within a few days of their fall (3 weeks ago). Pt said their rep. Told them that their lead migrated down and they switched the pt from group c to group a. Pt noted they need an MRI for their lumbar today and wanted to know MRI compatibility. Pt noted the MRI was to make sure "nothing is misaligned." Pss reviewed MRI guidelines and confirmed the pt was full body eligible for an MRI. Pt said the MRI technicians spoke to a ts agent and confirmed their machine was 1.5t prior to the call. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
H1: a correction was made to update the rd decision to malfunction to reflect the most accurate information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.